Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm , which occurred on the homechoice (hc) during use, during prime. The hp stated he changed only the cassette to resolve the alarm. The baxter technical service representative (tsr) explained that not changing the entire setup would compromise sterility. The hp stated that he is very careful in his aseptic technique. The hp was able to complete the past two therapies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and he was able to resume therapy after he changed out the cassettes. He had already discussed with the tsr the proper aseptic procedures for changing out all of the supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.